Manufacturer narrative:
(B)(4).

Event description:
Nurse contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, the patient experienced a detached sensor wire upon sensor insertion. Sensor was inserted at the abdomen on (B)(6) 2015. Nurse reported that sensor wire did not deploy and was sticking to needle when she removed applicator. No additional event or patient information is available.